Event description:
The caller reported the aviva gave a result of 391 mg/dl at a time when the customer was having an incident of hypoglycemia requiring professional medical treatment. An emt result at least 15 minutes later was 40 mg/dl. Customer was given d50 IV in ambulance on way to hospital and was maintained at hospital, given food and orange juice, until he stabilized. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.